Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to using a ncircle tipless stone extractor, the surgeon tested the device, and the basket would not close. This occurred prior to patient contact. Another same type device was used to complete the procedure. No adverse effects were reported due to the alleged malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, prior to using a ncircle tipless stone extractor, the surgeon tested the device, and the basket would not close. This occurred prior to patient contact. Another same type device was used to complete the procedure. No adverse effects were reported due to the alleged malfunction. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle in the closed position and the basket formation in the open position. The device was received in a ziploc bag. The male luer lock adapter (mlla) was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.7cm in length. The support sheath was bent at the nose of the mlla and was still adhered to the basket formation. A function test determined the handle did not actuate the basket formation. Kinks were noted in the basket sheath 80.3cm and 97.3cm from the distal tip. A document-based investigation evaluation was also performed. No related nonconformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause for the device damage could not be conclusively determined. The returned device was found to have a basket that was open and could not be closed due to sheath damage. The basket sheath and purple support sheath were damaged at the handle, being bent approximately 90 degrees. The severe bend in the sheath prevented the basket assembly from moving freely within the sheath. The shipping tray also holds the handle and basket sheath in alignment, the observed sheath bend could not have been present when the device was in the shipping tray. It is possible the device was inadvertently damaged when removing it from the shipping tray, or during subsequent handling before use. The device was returned in a ziploc bag, so it is also possible the observed damage occurred during return shipping of the device. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.